Event description:
Customer reports the return blood pressure pod exploded and blood sprayed all over the nurse. When she tried to change the set at the end of treatment. Nurse was rushed to health services because the patient had (B)(6). Patient information/condition is unknown, since customer who reported the incident did not have that information. MFR - 8010182-2006-00021.